Event description:
It was reported in user facility report (B)(4): "the draeger apollo anesthesia machine has the pt. Monitor mounted to an arm that is attached to the main body of the anesthesia-gas machine by screws attached to a two and seven-eight inch square aluminum piece in a track held in by m6 screws both aluminum pieces failed because of thread failure. The aluminum threads were still attached to the screws when they were recovered from the floor. This is the second occurrence of this problem." No pt or user injury has been reported.

Manufacturer narrative:
The reported event was related to the mounting interface of a gcx m series arm. This arm was attached to the apollo anesthesia device to hold a monitor. The returned parts of the gcx m series arm were visible inspected. The outer 2 turns of the nut thread had been pulled out by the screw. The remainder of the thread was faultless and undamaged, which shows that most likely the upper screw got loosened until only about 2 turns of the thread hold the complete weight of the arm and monitor. Due to the constant static and dynamic load, the material of the nut got weared leading to a brake of the thread. Therefore the reported event was caused by a mounting screw got loosened. If the mounting screws got loosened during use, a visible tilt of the arm occur. Thus, this circumstance is normally clearly visible to the user. Despite about 50% of the devices being equipment with additional monitoring no conspicuous amount of similar event is known. Therefore this is rated to be an isolated case.